Manufacturer narrative:
It was reported by(B)(6), an onkos distributor, that a 65-year-old female patient underwent a revision surgery on (B)(6) 2023 due to the femoral loosening of a cemented 12x120mm canal filling segmental stem. All inspection and manufacturing data was reviewed for the revised eleos implants; all reviewed information was found to be conforming to specifications and no manufacturing abnormalities were observed. As detailed in section 3.5, the IFU and surgical technique documentation identifies elements such as patient contraindications, patient selection factors, surgical procedures/techniques and other precautions/conditions that potentially contribute to adverse effects. The root cause of this complaint was not determined. The following mdrs are related to this adverse event: 3013450937-2023-00323; 3013450937-2023-00324; 3013450937-2023-00325; 3013450937-2023-00326; 3013450937-2023-00327; 3013450937-2023-00328; 3013450937-2023-00329; 3013450937-2023-00330; 3013450937-2023-00331.

Event description:
It was reported by (B)(6) distributor, that a 65-year-old female patient underwent a revision surgery on (B)(6) 2023 due to the femoral loosening of a cemented 12x120mm canal filling segmental stem.

Manufacturer narrative:
The investigation is in progress, additional information for this event is not known at this time, if additional information is received, a supplemental report will be submitted accordingly. The following mdrs were submitted 3013450937-2023-00323 3013450937-2023-00324 3013450937-2023-00325 3013450937-2023-00326 3013450937-2023-00327 3013450937-2023-00328 3013450937-2023-00330 3013450937-2023-00331.

Event description:
Press fit stem was implanted with cement. Femoral segmental stem loosened in intramedullary canal and the construct lost fixation.